Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer¿s glucose level was 146 mg/dl and 407 mg/dl. The customer was treated with manual injection. The customer reported insulin flow blocked alarm as a past event. The customer reported a damaged quick set. Two hours later, the insulin pump alarmed insulin flow blocked, following which the customer renewed the basal. The customer reported that the alarm did not occur during fill tubing. Customer reports event was resolved by changing the infusion set. The insulin pump will not be returned for analysis.